Manufacturer narrative:
Concomitant products: product ID: 8731sc, implanted: (B)(6) 2008, product type: catheter.

Event description:
On 2015-09-16, additional information was received from a foreign manufacturer representative (rep). It was reported that the patient was not experiencing any overdose symptoms. Previous refill information was obtained and stated, "aspirated = 2.2 ml; the refill volume was of 17ml due to impossibility on filling up the entire reservoir. On today's refill ((B)(6) 2015): aspirated = 6 ml; expected volume = 3.9; filled up volume: 20 ml". The medication in the pump was morphine (7.5 mg/ml) at a dose of 3.3064 mg/day and clonidine (60.0 mcg/ml) at a dose of 26.451 mcg/day.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported at the "last" refill (refill date was not provided) the estimated reservoir volume (erv) volume was 5.2 ml and the "effective" (actual reservoir volume (arv) ) was 2.2 ml. The refill volume was reported as 17 ml. It was stated, "impossible to aspirate the entire reservoir volume".

Event description:
It was reported the hcp was only able to refill the 20 ml pump with 18 ml of an unknown drug. This occurred at the first refill before the pump was implanted and during the subsequent two refills. The hcp used the refill kit and filled the reservoir slowly. The event required no actions. The patient was reported to be doing well and receiving therapy. The medication in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).